Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. No device failure or deficiency was reported. Based on the information provided the reported user error is the result of using the device past its expiration date. It should be noted in the instructions for use, states: ¿do not use the mitraclip system after the ¿use by¿ date stated on the package label¿. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). The device was implanted. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the use of an expired product. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. Prior to inserting the device, it was noticed that one of the mitraclip¿s had passed its expiration date. However, the decision was made to continue with the procedure and implanted the clip. The clip was successfully implanted without issues. To further reduce mr, a second clip was successfully implanted, reducing mr to a grade of less then 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.